Manufacturer narrative:
The autopulse platform (s/n(B)(4)) was returned to zoll azm for evaluation. Investigation results as follows: visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the archive showed several user advisories (ua) were observed since the last preventative maintenance performed in (B)(6) 2015. These uas will not affect the device to power on. Functional testing: the platform was functional tested using a fully charged battery and the platform did not power on and the power button was noted to be soft. Further investigation showed that the cable between processor distribution board (pdb) and printed circuit assembly (pca) was defective. Additionally, both load cells passed all functional testing. Parts replaced: based on the investigation, the defective cable and power button was replaced to remedy the reported complaint. In summary the customer's reported complaint that the autopulse platform could not be powered on was confirmed during functional testing and was attributed to defective cable that connected the pdb and pca. The defective cable and the power button were replaced to remedy the issue. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.

Event description:
Customer reported that during a device check the autopulse platform would occasionally not power on. No patient involved. No additional information provided.